Event description:
An alarm was heard but not confirmed by telemetry- the alarm date was reported to be 2009. The pt had missed a refill three days prior, and had been on oral morphine since two days prior to original date. Two days after the original date, it was reported that the pt experienced feeling jittery, cold sweats, dry mouth, and an increased pain level. It was also reported that this changed over night and the pt had been in bed all day and had no appetite. Four days later, it was reported that the pt experienced worsening symptoms: freezing, cold sweats, shaking, poor appetite, nausea, green vomit and diarrhea. Three days later, it was reported that the pt experienced fever, 'feels like hot water down my back, a burning pain", head heavy, vomiting blood and green bile, shaking diarrhea. The report indicated that the pt had gone to the emergency room "on friday" where she was given a morphine injection and sent home. The following day, saturday, she went to another emergency room where she was given dilaudid injections and sent home. Later, on saturday, the pt's primary healthcare provider ordered oral morphine (120mg/day). The pt reported feeling slightly better compared to the day before. The pt stated "friday night, I literally thought of getting a knife and cutting it out myself." The following month, it was reported that the pt was hospitalized by her primary healthcare provider for a week (dates not reported). "They filled my pump with morphine but I almost died because my kidneys almost shut down." A week later, it was reported that the pt's kidney function was returning but her breathing was not good. The pt reported that she has scheduled a refill with another hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.